Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). Prior to deployment of the first clip, the mr was reduced to 2-3. Right after deployment, the clip opened while locked and mr increased to grade 3+. Two additional clips were implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The provided image was reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image was provided in which three (3) fully deployed clips can be visualized; there is no cds or sgc in view indicating the image was taken post deployment of the third clip. In the image provided, the top and bottom clips both appear to be in the fully closed (~10°) position with the tips of the clip arms side-by-side in close proximity, indicating the clip is fully closed. The middle clip appears to be opened to a larger, albeit unknown degree, as compared to the top and bottom clips based on the relative location of the tips of the clip arms (see labeled image). To this end, the middle clip is likely the first implanted clip reported for cowl post deployment. As the plane of the clip arms is perpendicular to the fluoro frame, the clip arm angle of the reported clip cannot be assessed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).